Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that during herceptin subcutaneous administrations, the user is experiencing leakages between the texium and magellan sub-cut needle. No report of patient harm.